Manufacturer narrative:
(B)(4). Information asked for, but unknown or not provided during initial contact. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigmoidectomy, an error 3 occurred and the blade was broken off after several actuations for the mesentery. The broken blade was retrieved from the patient with a forceps via a trocar. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.